Manufacturer narrative:
The reported events of high pacing lead impedance and failure to capture were not confirmed. A complete lead was returned in one piece for analysis. Electrical, visual, and x-ray evaluations were normal with no anomalies found.

Event description:
It was reported the patient presented for implant procedure. During surgery, the left ventricular lead exhibited high pacing impedance and failure to capture. The lead was not implanted. The patient was in stable condition.